Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had right ventricular (rv) laceration, failure and cardiogenic shock. The patient ultimately passed away. The device was operating as expected. Device was not explanted. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported right ventricle laceration, right ventricular failure, cardiogenic shock, and subsequent patient outcome could not be determined through this evaluation. The heartmate ii lvas IFU lists bleeding, right heart failure, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.